Event description:
The customer contact reported the pump did not deliver. The pump was returned to the recovery care nurse mgr's office with a note indicating the "IV pump does not pull any fluid from primary bag." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the pump passed testing. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the pump for eval. The pump passed testing at the user facility and was returned to clinical svc. The pump was not returned to hospira for testing and investigation; therefore, attribution of the issue to the pump could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.